Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).

Event description:
It was reported that a leak occurred. A floswitch was used during a hand injected cerebral angiogram. After some switches, fluid was noted to be leaking out of the area of the blue switch. The procedure was completed with a different device. No patient complications were reported.